Manufacturer narrative:
Manufacturer report: no parts returned for evaluation, however, this information was forwarded to the manufacturer, mcmahon. He recognized that some end users use the arm beyond the design limits, therefore, the metal is being strengthened on the next version. This new version is currently in development and due out around dec 05. The new version will be used to replaced used j-bows as needed and will become the j-bow shipped with the suspension arm on new purchases when it becomes available. Suspension replaced and injector returned to full service by the customer.

Event description:
L f field service engineer reports: suspension arm broke in rm 1 and rm 2.